Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level. The customer blood glucose level was in the range of 317 mg/dl at the time of incidence. Customer was treated with intra venous and manual injection in hospital. Customer¿s current blood glucose level was 200 mg/dl. Customer was assisted to troubleshoot for high blood glucose issue. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.